Event description:
Philips received a complaint on the v60 device indicating that the nav-ring is not working. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10 it was reported that there was no patient involvement at the time the issue was discovered. The customer approved the repair. The switch for the user interface (ui) printed circuit board assembly (pcba) and front bezel with navigation ring have been ordered and shipped to the customer. H11 updated contact information and contact office entity.

Manufacturer narrative:
The customer approved the repair of the device. The switch for the user interface (ui) printed circuit board assembly (pcba) and front bezel with navigation ring have been ordered and shipped to the customer. The remote service engineer (rse) confirmed that the replacement part was sent to the customer for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received. No additional information was provided. At this time, no component has been received for failure analysis. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.